Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the plunger of a bd¿ specialty syringes and accessories (tray tip cap) before use. There was report of injury or medical interventions.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that foreign matter was found on the plunger of a bd¿ specialty syringes and accessories (tray tip cap) before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received six affected samples from the customer in support of this complaint. The samples have been visually examined under microscope with a magnification of 4.5x, measured and characterized using ftir technique (fourier transform infrared spectral analysis). Presence of particles have been confirmed in 4 of 6 returned samples (sample #1, #2, #4 and #6); no particles were observed in 2 of the returned samples (sample #3 and #5) neither by our quality personnel nor the measurement technician. One of the samples (sample #2) was found below the size level specification and therefore considered as undetectable particle. On the other hand, this was also characterized and identified as paper fiber. Therefore, 3 of 6 returned samples (sample #1, #4 and #6) have been confirmed as defective samples which do not exceed the acceptable criteria of our quality specification. These defective samples have been identified as cotton fibber (2 units) and polycarbonate (1 unit). A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter with lot #1306419 regarding item #305834. Investigation conclusion: polycarbonate is a material used frequently in several equipment like air-conveyors systems, equipment guards, feeders, etc. Therefore, we think this small particle could come from the own friction of the pieces with the equipment / process. Cotton fibers are present in the gowning and cleaning clothes in the different production areas. Correction: describe event or problem changed to: it was reported that foreign matter was found on the plunger of a bd¿ specialty syringes and accessories (tray tip cap) before use. There was no report of injury or medical interventions.

Event description:
It was reported that foreign matter was found on the plunger of a bd¿ specialty syringes and accessories (tray tip cap) before use. There was no report of injury or medical interventions.